Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was intact but the symbols are worn. The contrast button was intermittently unresponsive and required multiple hard presses to elicit a response. The up, down and ok buttons responded appropriately. Evaluation revealed that there was contamination present under the contacts of all buttons. (B)(6).